Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage after the IV was inserted. The following information was provided by the initial reporter: "the nursing supervisor brought down a nexiva catheter that they inserted into a patient and were unable to remove the needle after the IV was inserted. I cannot return the product as it was inserted into a patient but the patient had to be restuck and the catheter discarded.".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. During the visual examination of the photo, it was observed that the needle assembly did not decouple from the winged catheter adapter. The defect of failure to decouple was confirmed. No visible damage that would inhibit needle disengagement or decoupling was observed. The defect of failure to decouple can occur during the manufacturing process but without the actual sample bd was unable to determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage after the IV was inserted. The following information was provided by the initial reporter: "the nursing supervisor brought down a nexiva catheter that they inserted into a patient and were unable to remove the needle after the IV was inserted. I cannot return the product as it was inserted into a patient but the patient had to be restuck and the catheter discarded."